Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst had shown that the instrument tip was broken off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was not recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have blade damage. The blade edges were indented, which prevents the blades from closing and cause energy recognition failures. Additionally, the instrument failed the energy recognition test. It was placed on an in-house system and connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it reached maximum torque (audible clicking). Despite proper tightening, the instrument failed the energy recognition test and displayed the message "tighten assembly" on 3 out of 3 attempts. The probable root cause of the broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Furthermore, the probable root cause of the failed energy recognition test is attributed to the indented blade.